Manufacturer narrative:
Medtronic complaint report: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was stress incontinence and pelvic prolapse. ­­­­­­­­­the procedure performed was transvaginal sling. Complications: comments based upon newly reviewed records: on (B)(6) 2008: urinalysis with microscopy results: bacteria, nitrite, leukocytes all negative. On (B)(6) 2011: urinalysis with microscopy results: few bacteria, trace ketone, trace leukocytes, moderate ca ox crystals, blood negative. On (B)(6) 2012: md visit for patient complaints of a bladder infection. Patient to start cipro. Followup in 6 weeks. On (B)(6) 2015: np visit for complaints of dysuria, increased frequency and mild lower back discomfort x 4 days. Urinalysis and culture & sensitivity ordered. Pt to start cipro. On (B)(6) 2015: np visit for complaints of bladder versus yeast infection. Urinalysis and culture & sensitivity ordered today. Pt to begin cipro for treatment of dysuria. On (B)(6) 2017: md visit for uti symptoms including cloudy urine, pain at end of urination. Started feeling feverish today but no chills. Urinalysis and culture & sensitivity ordered today. Pt to start augmentin. The post-implant records contain multiple records relating to treatment for unrelated medical issues including depression, diarrhea, shoulder pain, hives, shingles, neuropathy, ibs, diverticulitis, mouth ulcers and a twisted ankle during the time period of 2008 through 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was stress incontinence and pelvic prolapse. ­­­­­­­­­the procedure performed was transvaginal sling.